Manufacturer narrative:
Eval summary: the returned ventilator was visually inspected and no anomalies were noted. The ventilator was powered on an allowed to run; the air pump generated and unusual noise. The housing cover was removed and debris was observed to be present on.

Event description:
Reportedly, during pt use, there was an unusual noise generated from the ventilator. The pt was manually ventilated and switched to another ventilator. The volume was low when it was measured by an external gauge. The noise would increase when the peep volume was set. There were no adverse pt effects reported.